Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is in the hospital and the patient needed an MRI. The patient no longer has a medtronic 37601 which was replaced in 2021. The patient appears to have a bsc gevia. Patient deep brain stimulation (dbs) management seemed like they had no support. Patient lives in skilled nursing. Patient programmer all pieces were not available even though it was asked for. After the manufacturing representative (rep) arrived at the hospital and cp attempts to interrogate device x-rays, which appeared to have a bsc implantable neurostimulator (ins). The issue was resolved at the time of this report. Additional information was received from the manufacturing representative (rep) stating that the cause for the hospitalization was unknown, but was told by a nurse that it was not for deep brain stimulation (dbs) issues. The patient still has 2 medtronic extensions, 2 medtronic leads, and a bsc implantable neurostimulator (ins). The cause of the explant of the 37601 in 2021 was not reported by the healthcare provider (hcp). The patient was unable to answer any questions at this time.